Event description:
A call was made to technical services reporting that during a preventative maintenance check an external pulse generator's (epg) atr ial output was intermittent, dropped to half the rate the dial was set at and atrial sense light flashed erratically. The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).